Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately ten years post vena cava filter deployment, the filter was retrieved without difficulty; however a filter arm became detached during retrieval of the filter. Upon inspection of the filter on the sterile field, it was discovered that one limb was missing (eleven limbs were accounted for including the arm which detached during retrieval). A review of images post procedure demonstrated one detached filter limb embedded in the ivc wall. Another physician was reported to have successfully used a snare to capture and retrieve the detached filter limb from the ivc. Patient status is currently unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: recovery filter (rf048f): the current IFU (instructions for use) states: warnings/potential complications: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. - perforation or other acute or chronic damage of the ivc. The current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The filter limb remains entirely within the aorta/iliac (no part of it extends outside of one of these vessels). The patient was reported to be asymptomatic.